Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material #: 405671 batch#: 0001536091 it was reported by customer that the medication in the tray was not effective ¿ forced to revert to general anesthesia for the case. Complaint received via email(s) attached. Please open a quality complaint for this bd product at corewell health. Here are the relevant event and product details: event date: 7-8-2024 event location: (B)(6) hospital, (B)(6), event description: ¿the medication in the tray was not effective ¿ forced to revert to general anesthesia for the case¿. Harm to team member or patient? No injury to my knowledge. Product name: itm-1138260 bd spinal anesthesia tray product ref: 405671. Lot number: 0001536091. Bd customer account number: (B)(6).

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation/correction: correction: following submission of initial MDR it was identified section h1 was incorrectly documented as a malfunction. Type of reportable event updated to reflect serious injury as general anesthesia was required. Three trays were provided to our quality team for investigation. The product was visually inspected, no issues were identified within any of the ampules. A review of the internal manufacturing device records and raw material history files for the reported lot number 0001536091 was performed and no recorded quality problems or rejections related to this incident were found, all procedural and functional requirements for product release have been met. The sterilization record was reviewed, no issues were identified. Based on the available information we are not able to identify a root cause related to our process at this time. The medication within the kit is provided by a supplier. We have notified the supplier of this incident. Complaints received for this device and reported condition will continue to be monitored by our quality team for signs of emerging trends.

Event description:
No additional information.